Event description:
It was reported that, "upon pt coming to dr's office pt noticed slight noise and pain in right knee. Total knee replacement was done in 1993 by same physician. Surgery was scheduled but delayed due to cardiac clearance. Surgery performed finding "black" tissue staining due to metal to metal contact of patella which had poly evulsed from substrate. Metal back also cracked. Of not also poly insert shows pelamination-but maybe due to 15 yrs wear on this pt."

Manufacturer narrative:
Device not returned. No eval will be performed. If device becomes available with add'l info, a supplemental report will be issued.